Manufacturer narrative:
The investigation access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be patient condition because of bleeding from every stick site. G1 reporting contact email revised on manufacturer device report 1220648-2024-23637 in accordance with updated procedures.

Manufacturer narrative:
B.2 the exact date of death is unknown. The impella device was not received from the customer and therefore, ¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient experienced bleeding from multiple sites during impella cp support. Systemic heparin was put on hold in response to the bleed. Support with the implanted pump continued following the intervention. It was later documented that the patient's oxygenation levels deteriorated and the family opted not to intubate. The patient was made do-not-resuscitate/do-not-intubate and passed away after care was withdrawn. It is unknown if the bleeding complications contributed to the patient's passing.